Manufacturer narrative:
(B)(4). The customer reportedly replaced the membrane top to resolve this issue.

Event description:
Covidien received info stating that during testing, the alarm/silence reset button was unresponsive. The device was not in use on a pt when this event occurred.